Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was driven to the emergency room and was admitted into the hospital. Customer was hospitalized on (B)(6) 2017 with a blood glucose level of 960 mg/dl. The sensor fell off his body. Insulin drip was used to stabilize his blood glucose level and 20 units using a syringe were delivered. The customer was wearing the insulin pump at the time of hospitalization. He was nauseous, vomiting, had abdominal pain, and difficulty breathing. The customer experienced a diabetic ketoacidosis. The infusion set also fell off and he was without the infusion set for about a day. The device was not returned.